Event description:
According to the available information the device was removed and replaced due to a tubing break.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. The surfaces of the detachment site of inlet tube of the pump appear to be rough and irregular, indicating stress was exerted. A failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the inlet tube detachment end between the pump and reservoir revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. The final device lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. There were several complaints against this lot identified with the same ¿as reported¿ failure mode. After further investigation, it was identified the evaluation failure mode indicated various tubing breakage locations and causes (abrasion vs. Tear). Additionally, the inlet and exhaust raw tubing material lots (black (inlet): lot: 1803200178; clear (exhaust): lot: 1804030132) were identified and searched for any nonconforming reports. There was no ncs identified for these raw material lots. Based on this further investigation, there is no indication of a manufacturing issue. This failure mode will continue to be monitored for the titan product family as part to the post market process.

Event description:
According to the available information the device was removed and replaced due to a tubing break.